Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. The pt reported the physician explanted her scs system in (B)(6) 2010 after her blood pressure had elevated. The exact explant date was unk. The pt reported the blood pressure issue did not resolve until after a subsequent fusion surgery. The pt reported she had been pain free following the fusion surgery.